Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "speaker error." Eval found the device to have no audio caused by a failed speaker. The rear case assembly (containing the failed speaker) was replaced.

Event description:
It was reported that a spectrum infusion pump had a "speaker error." Any pt injury or involvement is unk.